Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose value of 30 mg/dl. The customer had been exercising for the past few months, which caused his lows at night. Ems was dispatched and treated with a half a jug of orange juice. The patient's blood glucose went up to 120 mg/dl. The customer did not want to troubleshoot the insulin pump or further report the incident. No products were returned or replaced.